Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. No sensor break was found during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 92 mg/dl. The customer reported a lost sensor alert from the insulin pump. During troubleshooting, the customer was advised to change the sensor for the insulin pump. The customer reported that that they were unable to remove the sensor from her abdomen. The customer reported that the sensor was hooked into her body and would not come off. The customer was advised to seek medical attention should she be unable to remove the sensor from the body. The customer was going to tape the sensor down until she can reach a health care provider. No additional information was provided.